Event description:
Caller states the pt tested 5.2 inr on the coaguchek xs system and 7.62 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.